Manufacturer narrative:
The valve of the returned sample passed the wall thickness inspection, no abnormality was observed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. The probable root cause for the valve rupture could be due to power injection through catheter at pressure above the maximum power injector pressure limit setting and caused the catheter burst. However, we do not know how the product had been used. Therefore, the root cause cannot be determined. Complaint trend would be monitored.

Event description:
We observed a leakage of pci when using the pink venflon catheter and then a clicking sound when using it the device has been preserved, it is soiled. I don't have its packaging so no indication on the batch number.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l-leaked the following information was provided by the initial reporter: we observed a leakage of pci when using the pink venflon catheter and then a clicking sound when using it. The device has been preserved, it is soiled. I don't have its packaging so no indication on the batch number.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.